Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
After implantation with unknown shunt procedure, it was noted that fluid did not flow through the device, and the patient infected. The device was removed. Doi, dor and initial setting are unknown. The surgeon commented the cause was unknown if the valve was related or not. Additional information is received, we will inform soon.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Device not returned.

Manufacturer narrative:
(B)(4). Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Updated event information: it was reported that a (B)(6) female patient had a valve implanted following a car accident that led to head injury and hydrocephalus. Valve was implanted (B)(6) 2016. On (B)(6) 2016 the patient was discharged. On (B)(6) 2016 the patient vomited and the intracranial hypertension symptom was noted. The ventricular enlargement and the infection of the valve was noted, and the valve was removed from the patient on the same day. The valve setting was 3 at the removal, and it was implanted for 73 days total. The patient is now being hospitalized and treated by sustained thoracolumbar drainage. The infection was reported as under control. The doctor stated that the probability of infection was high for the patient since the patient became hydrocephalus from head injury. Also, the spinal fluid was controled to stay (stained) temporarily by using the bartual-off. As one of the possible causes, these 2 things could led the deterioration of the patient¿s condition.